Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The user facility reported "battery that moves in battery slot." Damage to the battery latch was observed. Damage to the battery latch could impact proper seating of the module to the rear case on the pump, however it did not affect function during evaluation of the module. The battery latch will be replaced. The pump in question will be evaluated separately. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Related pump that was in use with this battery module is captured under manufacturing report number 1314492-2023-03858. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was connected to a pump which shut down during patient infusion. This occurred while the patient was in transport at the cardiac thoracic intensive care unit. It was stated that the "patient coded and had to bring a balloon pump". Patient outcome was not provided. It was further reported that the battery moves in battery slot but the new battery does not. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the battery was tested with a known good pump and the module was able to connect to the network and power on as intended. The reported issue of "pump shut down while on battery" was not reproduced. The pump was also returned for evaluation and therefore the history log was reviewed which revealed a "battery error! Error: 3" on the reported event date. When a "battery error!" Occurs, the following message is displayed: "battery operation may not be available." The pump should not be unplugged due to the lack of battery power. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The battery pack was replaced as a known contributor to the battery alert. Should additional relevant information become available, a supplemental report will be submitted.